Manufacturer narrative:
(B)(4). Method: the complaint ojr416 optiflow junior 2 nasal cannula was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected. Results: visual inspection of the complaint cannula confirmed that one tube was detached from the swivel grip joint. Glue was observed at the detached tube end. Conclusion: we are unable to determine the cause of the reported event. However, it is most likely caused by the tube being inadvertently pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). - ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. - ensure the patient does not lie on the tubing as this may apply pressure to the patient's ears or face. - failure to apply and use this product within the directions, transport, storage and operating conditions specified in the labeling and user instructions may impair performance of this product or compromise safety (including potentially causing serious patient harm).

Event description:
A distributor reported, on behalf of a healthcare facility in colombia, via a fisher & paykel healthcare (f&p) field representative, that the tubing of a ojr416 optiflow junior 2 nasal cannula had detached from the swivel grip during use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). We have requested the return of the complaint ojr416 optiflow junior 2 nasal cannula for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported, on behalf of a healthcare facility in colombia, via a fisher & paykel healthcare field representative, that the tubing of a ojr416 optiflow junior 2 nasal cannula had detached from the swivel grip during use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.